Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all patients and orders were not crossing over, the technical support specialist (tss) dialed into the server and ran a downtime query and found that the messages were stuck and not draining. The tss restarted three messaging services in the application. After that, messages drained successfully. Health sight viewer showed no notices. The tss then opened sql(structured query language) server management studio, checked settings, and reviewed received messages. Samples provided in electronic protected health information (ephi) were filtered and updated. Finally, the customer was called and confirmed the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all the patients and orders did not cross over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.